Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that an occlusion alarm occurred. Pump system check was performed with tandem technical support and no identifiable cause was found. Customer's blood glucose was 208 mg/dl. Customer also reported to have delivered too much insulin via bolus delivery for the carbohydrates consumed and bg lowered (49 mg/dl) glucose tablets were consumed to address low bg.